Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the surgeon was using a tsw35 and was unable to staple with it because the white cartridge was pushed out of stapler each time firing trigger was depressed. The surgeon had to retrieve the cartridge from abdomen and open another stapler to complete the case. There was no consequence to the pt.